Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. The memory content of the device was inspected. The inspection revealed that the biomonitor iii switched into the safety backup mode on (B)(6) 2023 as a result of the detection of invalid memory content. During the further course of the analysis the device could be re-initialized successfully without any difficulties. The battery status showed 80 percent. By design, the implant performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode. Upon interrogation a device status error message appears to notify the user. Additionally, a stress test under different temperature environments was performed revealing no anomalies. The safety backup mode was not reproducible. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This device was explanted due to eri. No adverse patient events were reported. Should additional information become available, this file will be updated.